Manufacturer narrative:
The distributor reported the AED will not power on and the asi is blank. The battery pack has an expiration date of december 2024. The maintenance schedule is not reported. The distributor stated they did not have the AED, only the battery pack information. No additional information is available at this time to further investigate the event. The IFU states: although the ddu series AED is designed for a wide variety of field use conditions, rough handling beyond specifications may result in damage to the unit. Improper maintenance can cause the ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The distributor reported the AED will not power on and the asi is blank. The customer did not report this event occurred during patient use.